Event description:
It was reported that on a post market evaluation (pme) form that during a procedure to treat a left anterior descending artery and a ramus artery, a 2.75 x 23 mm xience v stent delivery system was rated as somewhat worse on all performance criteria than the comparator device. However, after implantation, there was difficulty deflating the balloon. The balloon could be withdrawn from the anatomy without consequence. A 2.5 x 23 mm xience v and a 2.25 x 15 mm xience v were also used during the procedure without incident. These will be product experiences and not complaints. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for deflation issues from this lot. Based on the reviewed information, no product deficiency was identified.